Event description:
The facility stated that the surgeon implanted a aa4204vl plate silicone lens. The lens trailing haptic tore upon insertion into the eye. The incision was enlarged and the lens was removed whole. It was unknown what caused the trailing haptic to tear. The injector model that was used was msi-pr and the cartridge model that was used was a mtc60c fp. The facility was unable to provide the injector and cartridge lot numbers.